Event description:
According to the reporter: during procedure, needle broke when surgeon pulled it as usual. Broken needle was retrieved from cavity and it was confirmed with x-ray that nothing was left in cavity. Using new one, the procedure was completed. No bleeding. No tissue damage. No patient harm. Or time not extended.

Manufacturer narrative:
(B)(4).